Event description:
It was reported that during a meniscus repair surgery, the screw broke when it was being screwed-in. The patient bone was hard and all the broken pieces were removed using tweezers. This resulted in a non-significant surgical delay. The procedure was successfully completed using a s+n back-up device into the same bone hole. The current status of the patient is good, and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer, found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it is not in its original packaging. A partial anchor, the insertion device and some suture materials were returned. The anchor is fractured from the suture window toward the proximal end with almost half of the anchor being gone. The insertion device has one of the prongs on the proximal end bent. There is debris on the anchor piece and the insertion device. A review of the customer provided image finds the complaint device, with the fractured anchor and suture material disengaged from the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A photo of the device was reviewed and shows the twin fix device with what appears to be a broken screw in clear packaging.. No patient harm has been alleged. Therefore, no further clinical/medical assessment can be rendered. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.